Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Resolved by replacing the touchscreen assembly (0160-00-0123). The unit passed all safety and functional tests and was returned to the customer for clinical use. No patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that unlock button of cardiosave intra-aortic balloon pump (iabp) was not working.

Manufacturer narrative:
Updated field: b4, d9, e1, (name, email), e3, g1 (name), g6, h3, h6 (health effect ¿ clinical code, health effect ¿ impact code, component code, type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5. Due to character limitation in e1 for initial reporter, the full initial reporter's name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Resolved by replacing the touchscreen assembly. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing department received the following part associated with this complaint: touchscreen assembly, 12.1.¿ this part was received with a reported unit failure message of unlock button intermittently worked. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed touchscreen assembly, 12.1¿ into the cardiosave test fixture and tested to the cardiosave service manual. The touchscreen assy. 12.1¿¿ did not respond during tested. However, the fat dept. Could not be able to verify the unlock button intermittently worked. Touchscreen assy. Failed testing. Retaining touchscreen assy. 12.1¿¿ in the fat dept. Per procedure.

Event description:
It was reported that unlock button of cardiosave intra-aortic balloon pump (iabp) was not working. There was no patient injury reported.